Event description:
It was reported that during the implant procedure the physician had difficulties in positioning the lead. When the physician decided to retract the lead it was found that the helix of the lead was stuck out of the lead. It was noted that the physician never used the rotation tool. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead was extrinsically bent. It was also noted that the distal connector was obstructed with blood, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, and the visual summary analysis of the lead indicated damage at implant. Analysis comments indicated that the lead was returned with the helix distorted extrinsic/bent, and blood obstruction in is-1 pin. Stylet and the stylet guide were received in lead.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.